Event description:
It was reported by the customer that during a lap appendectomy procedure, the cartridge which was shipped with the device fell out of the device while inside the patient. The cartridge was retrieved. Then a second cartridge was opened and loaded into the same original gun. This cartridge also fell out inside the patient. Again, the cartridge was retrieved. The case was completed by opening a second device of the same product code. No pt consequence beyond retrieval of the cartridges.